Event description:
PICC line was beeping occluded. It was observed that a little fluid was leaking from the site of the PICC line under the dressing. A small hole in the line itself was leaking.

Manufacturer narrative:
Although the device was not returned by the user, vygon will send the complete incident report to vygon (B)(4) (the manufacturer) to perform a thorough investigation. The results of this investigation will be forwarded to FDA in a follow-up MDR within thirty days of its conclusion.